Event description:
Boston scientific received information that a right atrial (ra) lead dislodgement was confirmed via x-ray. The lead was successfully repositioned and remains implanted in the patient. No adverse patient effects were reported. Patient information is not currently available. The boston scientific sales representative was contacted in an attempt to obtain additional information.

Event description:
Customer reportedly received results of 196 mg/dl and 85 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.